Manufacturer narrative:
The authorized service personnel (asp) replaced the power management (pm) board and motor controller (mc) board to address the issue. The device returned to full functionality.

Event description:
The customer reported power supply fault. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.